Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury associated with the leaflet flail appears to be due to the clip interacting with patient anatomy in conjunction with challenging patient anatomy (thin leaflets). The cause of the reported difficult or delayed positioning (leaflet capture) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. The patient presented with a large atrium and thin leaflets. After three unsuccessful grasping attempts and maneuvering below the valve with m-knob, a flail in p2 segment was observed. The clip was then able to be deployed on the leaflets. Another clip was implanted with no reported issue, reducing mr to grade 3. A third clip was attempted; however, due to pressure gradient being high, it was decided to remove the clip. Final mr was at grade 3. There was no clinically significant delay in the procedure. No additional information was provided.